Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Analysis of the rdf did not reveal a conclusive cause for the higher than expected wbc content in the platelet product. The signals in the file indicate the device operated as intended. Based on the available information it cannot be ruled out that the unflagged wbc contamination may have been donor-related. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: analysis of the rdf did not reveal a conclusive cause for the higher than expected wbc content in the platelet product. The signals in the file indicate the device operated as intended. Based on the available information it cannot be ruled out that the unflagged wbc contamination may have been donor-related.